Event description:
The patient was having a PICC line placed. The practitioner successfully placed the line. When she removed the guidewire which came out easily, she noted that there was a piece of the hub that holds the guidewire left in the hub of the PICC catheter. The practitioner was able to remove the broken off piece using a jewelers forceps. No patient harm.======================manufacturer response for l-cath PICC, l-cath PICC s/l (per site reporter).======================she will be contacting me and had other questions about the device.